Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during implant of an insertable cardiac monitor (icm), the health care professional experienced difficulties when using the insertion tool, as it did not lock and this prevented them from deploying the device. According to the information provided, intervention was required during the procedure, which was reported as serious injury. No additional adverse patient effects were reported. At this time, information is limited and the device current status in unknown.